Event description:
The patient was undergoing a robotic laparoscopic total hysterectomy when a small insulation failure occurred with the tip cover accessory of the r1 endoshears resulting in a small spot serosal touch injury on the sigmoid colon. This was irrigated and reinforced with 2 sutures. No permanent harm.